Event description:
It was reported that a possible wound infection occurred four days post implant. The patient was placed on antibiotics. The skin cultures were negative. The lead remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): product ID 4298-78 implanted: 2013-(B)(6); product 4076-52 implanted: 2013-(B)(6); product dtbx2qq implanted: 2013-(B)(6), (B)(4).